Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a short between pins 5 and 9 on diode component designator cr30.

Event description:
The customer contacted physio-control to report that their device delivered abnormal energy any time a shock is delivered. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device delivered monophasic energy instead of biphasic energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device delivered abnormal energy any time a shock is delivered. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.